Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customers reported event was confirmed. The likely cause of the reported event is due to the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sheath ceramic tip was broken. The issue occurred during maintenance. There was no procedure or patient involved. There were no reports of patient harm.